Event description:
It was reported that a pt underwent a bilateral inguinal repair in 2006. One month after surgery, the pt began experiencing constant, chronic pain in the inguinal hernia repair area which radiates to hips and back. The pt was referred by the surgeon to another surgeon to have her ovaries checked. The second surgeon performed a hysterectomy in 2007, which did not relieve the pain. A pain management physician performed three nerve block procedures with no pain relief achieved. A laparoscopy was performed in 2008, to remove an adhesion and a small piece of mesh without pain relief. The pt would like to have the hernia mesh implant removed.

Manufacturer narrative:
Date sent to the FDA: 05/08/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2009-00534. The same pt is represented in each medwatch.